Manufacturer narrative:
The stent was not returned to cordis for analysis as it remains in the pt. A device history record review cannot be performed, as the lot number is not available. Thrombosis and mi are an inherent risk of coronary stent placement and are listed in the cypher instructions for use (IFU) as potential adverse events. With the info available, it is not possible to determine what factors could have contributed to the reported event.

Event description:
It was reported through the legal dept. That approx two years and 3 months following implantation of a cypher stent in the left anterior descending artery (lad) of a male, the pt suffered late stent thrombosis and a myocardial infarction, "requiring hospitalization and significant medical treatment for the "resulting injuries". No additional info is available at this time.